Manufacturer narrative:
No actual device was received and the issue could not be confirmed within the associated pca event log received. Even though several attempts were made for product return the issue could not be investigated any further. It is believed the pca device was intended for treatment. The file may be closed with no further investigation by cad warranted. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
(B)(4).